Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient with a new device, as of the date of this report december 14, 2015.

Manufacturer narrative:
This report is filed june 1, 2016.

Manufacturer narrative:
.